Manufacturer narrative:
The previous qc and calibration test had acceptable results. The field service engineer determined that the rinse mechanism was not always going completely down and not cleaning out the cells correctly. The rinse mechanism was cleaned and lubricated and the sensor was replaced. The ultrasonic mixer was replaced and performance checks were acceptable. The customer replaced all reagents, and performed calibration and qc successfully.

Event description:
The initial reporter received questionable calcium gen.2, 2250tests, cobas c 701 results, for 4 patients, from the cobas 8000 c 702 module analyzer. Patient 1: the initial result was 5.1 mg/dl and the repeat result was 8.3 mg/dl. Patient 2: the initial result was 4.7 mg/dl and the repeat result was 8.5 mg/dl. Patient 3: the initial result was 6.1 mg/dl and the repeat result was 8.2 mg/dl. Patient 4: the initial result was 4.5 mg/dl and the repeat result was 8.3 mg/dl. All repeat results were believed to be correct. Patient 1 and patient 2 results were reported and corrected outside the laboratory. Patient 3 and patient 4 questionable results were not reported outside the laboratory. The reagent lot number and expiration date was asked for but not provided.